Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the communication, stimulation and battery issues was that it would not charge. The patient noted that they felt stimulation on (B)(6) 2017 and the issues had been resolved.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had poor communication. Patient confirmed that the recharger (insr) was taking a charge from the wall and was fully charged. When the patient tried connecting to the neurostimulator (ins) it showed the reposition antenna screen. Patient reported that this morning she realized she feels hardly no stimulation. It was reported that the last time the patient was able to successfully charge their device was a week ago. Patient stated that she noticed that when she charged a week ago, she noticed the battery charge went down fast. Troubleshooting did not resolve the issue. Patient was redirected to healthcare provider to check if she is able to connect to her patient programmer and to check if she is in overdischarge. No further complications were reported or anticipated.